Manufacturer narrative:
Complaint conclusion: as reported by the (B)(4) study, a patient experienced stable angina at 6-month follow-up visit and instent restenosis approximately 10 months post index procedure. This is a (B)(6) male with medical history including angina, hyperlipidemia, hypertension, diabetes mellitus type ii, history of smoking within 30 days, pericarditis, and bladder cancer. At the time of the index procedure, angiography revealed two vessels diseased. The mid left anterior descending artery was described as 28mm in length, class c, and de novo with 80% stenosis. The lesion was treated with a 3.0 x 33mm cypher rx at 18atm. This stent was post-dilated with a 3.0 x 15mm balloon at 15atm to fully expand the stent. The proximal circumflex was described as 14mm in length, class b1, and de novo with 70% stenosis. The lesion was treated with a 3.5 x 18mm cypher rx at 14atm without post-dilation. There were no procedural or angiographic complications reported and the patient was discharged the following day. The patient had a stable angina at 6-month follow-up visit conducted on (B)(6) 2010. No additional information was provided. Approximately ten months after the index procedure, the patient experienced class iii angina and underwent revascularization of an unknown vessel. The event of class iii angina was resolved without sequelae. According to the investigator, the class iii angina was not related to the cypher stent, study drug, or index procedure. The cypher stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15077898 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Chest pain is known potential adverse event associated with coronary stent implantation procedures and is listed in the cypher IFU as such. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. The natural progression of coronary disease as well as target lesion issues may contribute to the experience of chest pain / angina. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and diabetes. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00124 and 3003742446-2012-00125.

Event description:
As reported by the (B)(4) study, a patient experienced stable angina at 6-month follow-up visit and class iii angina approximately ten months after the index procedure. At the time of the index procedure, angiography revealed two vessels diseased. The mid left anterior descending artery was described as 28mm in length, class c, and de novo with 80% stenosis. The lesion was treated with a 3.0 x 33mm cypher rx at 18atm by direct stenting. This stent was post-dilated with a 3.0 x 15mm balloon at 15atm to fully expand the stent. The proximal circumflex was described as 14mm in length, class b1, and de novo with 70% stenosis. The lesion was treated with a 3.5 x 18mm cypher rx at 14atm without post-dilation. There were no procedural or angiographic complications reported and the patient was discharged the following day. The patient had a stable angina at 6-month follow-up visit. It was unknown if cypher stents placed in the mlad and prox circumflex noted to be patent. No additional information was provided. Approximately ten months after the index procedure, the patient experienced class iii angina and underwent revascularization of an unknown vessel. The event of class iii angina was resolved without sequelae. It was unknown if the lesion was within 5mm of cypher stents. According to the investigator, the event was not related to the cypher stent, study drug, or index procedure.

Manufacturer narrative:
Concomitant medications included aspirin, anti-diabetics, bivalirudin, clopidogrel, glipizide, hmg coa reductase inhibitors, lipitor, and zestril. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00124 and 3003742446-2012-00125.